Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had intermittent power and there was moisture and corrosion seen in the battery compartment. The reporter also noted the battery cap was not able to be securely tightened and the o-ring was visible. The reporter stated there was no damage seen to the battery compartment or battery cap. There was no patient injury associated with this issue. The patient had not ever replaced the battery cap. The manufacturer recommends the battery cap be replaced every six months. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed records of power on resets in the black box. On examination, there was visible corrosion in the battery compartment and there was a crack at the threads of the battery compartment. A leak test revealed a leak at the crack in the battery compartment. The battery cap that was returned with the pump for investigation had stripped threads and could not secure properly onto the pump for testing effectively duplicating the alleged loss of power. A test battery cap was able to be secured properly to pump for testing. The pump was exercised for 24 hours using the test battery cap with no resultant power issues. The pump cover was removed for further investigation and revealed no evidence of internal moisture or damage.